Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant alarms) was confirmed. As received, the belt failed incoming hi-pot testing. Upon evaluation, the trunk cable was pulled from the distribution node (dn), pulling the heatshrink from the pulse wires and shorting them together. The cause of the constant alarms is the shorted wires. The root cause of the shorted wires is excessive force placed on the electrode belt. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant alarms.